Event description:
The complainant reported to the leica application specialist vic / anz - pathology (pas) that patient tissue samples, which had been processed using histocore peloris 3 rapid tissue processor serial number (B)(4), were "under processed". The pas further documented the following information reported by the complainant: "run (B)(6) 2021 17:38 retort a 12h xylene protocol, finished (B)(6) 2021 05:34. 176 cassettes and only a handful are affected. All tissues diagnosed already, but the microtomy staff are complaining that the tissue is "soft inside". On (B)(6) 2021, the leica application specialist vic / anz - pathology (pas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The pas documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "12hour xylene" protocol comprising 176 blocks, which started at 17:38pm on (B)(6) and completed at 05:34am on (B)(6) 2021. The tissue types and sizes of the affected samples were detailed as: "skins different sizes, currettings, uterus gastric" and "2x3x3 - 8x4x3_ mm" respectively.

Manufacturer narrative:
Based on the information provided, the protocol from which patient tissue samples exhibited sub-optimal processing was the "12 hour xylene" protocol comprising 176 cassettes, which started in retort a at 17:38pm on (B)(6) 2021 and completed at 05:34am on (B)(6) 2021. The "12 hour xylene" protocol with a duration of 11 hours and 59 minutes has been validated for use in this laboratory. Investigation of this complaint found the instrument functioned as designed during execution of the "12 hour xylene" protocol started in retort a at 17:38pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types/sizes of the patient tissue samples being processed. Specifically, information documented by the pas details that the sub-optimal processing of patient tissue samples was derived from the "12 hour xylene" protocol, in which tissue type and size of the affected tissue samples processed were detailed as: "skins different sizes, currettings, uterus gastric" and "2x3x3 - 8x3x3- mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.